Manufacturer narrative:
The insulin pump was received with intermittent esc, act, and up arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pressing the buttons on the insulin pump were very hard. The buttons were unresponsive. As a result her blood glucose level went up. Customer's blood glucose level went up to 500 mg/dl and down to 20 mg/dl. Her health care provider said she was a very brittle diabetic. She had stage 3 of kidney disease. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.